Event description:
Additional information has been received and stated at the end of the surgery, the patient was administered with subconjunctival injection with corticosteroid. On the following post-operative days the onset of endophthalmitis was considered. The patient also experienced corneal edema. Clinical findings included conjunctival inflammation, aqueous cells and aqueous fibrin were present. The patient was treated with intravitreal injection combination of glycopeptide antibiotic and third-generation cephalosporin. The intervention was effective and the infection was resolved but the vision remained decreased. On the same day, the cultures were taken and no findings were observed. The integrity of wound was intact. The patient's post operative treatment included non-steroidal anti-inflammatory drugs and corticosteroids. The patient was recovered with persistent conditions of floaters and fluctuating vision.

Manufacturer narrative:
Additional information provided in section a.1, a.2, a.3.a, b.2, b.3, b.5, b.6, d.4, d.10 and h.6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Service history was reviewed for the system. There was no service record (relevant to the reported event), found. However, the system was last serviced prior to the reported event per service record (sr). The system found to meet all cosmetic and performance standards per procedure. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. Refer to the attached file. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The physician has reported that they had to leave their operating room and move to another operating room, due to endophthalmitis being detected. The physician requested clarification on the equipment. The physician has confirmed all fluids go through the fluid management system (fms) and are thrown away after each operation and patient. This report pertains to ophthalmic console involved in the reported events.